Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: metal shaving was found around the screw. It was reported there was a twist of metal which was found around a 12mm screw, 04.617.812, while placing it into an 8mm zero p implant, 04.617.138s. The piece of metal concerned for investigation was not available. The sales consultant attempted to get the sterilization department to process it but they said they could not. The lot number of the screw was not available. The screw was left in situ. This occurrence had no effect on the length or outcome of the operation. The picture of the twist of metal was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.